Event description:
The service tech reported that during routine testing of the device at the (B)(6) service center, that an over speed error occurred on the roller pump. There was no pt involvement.

Manufacturer narrative:
This device was manufactured before 1999. The (B)(6) service tech was able to reproduce the reported issue.